Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary treatment procedure a shaft break occurred. During the procedure inside the patient the shaft of a 1.50mm x 15mm emerge balloon catheter broke near the balloon and detached. A snare was used to remove the portion of the broken device. The event was reported to have created cardiac tamponade. The procedure was not completed due to this event. The patient status was listed as stable.